Event description:
The customer returned the device to the manufacturer for evaluation. There was no patient involvement. During the device evaluation, no evidence of foam degradation was found. However, upon review of the error logs, there was a failure in the system alarm where the device would not alarm in a loss of power situation, in addition, there was a failure in the control pressure sensor that may impact therapy to the specified publications. The root cause was traced to the.